Event description:
It was reported during the implant procedure, upon placing the atrial lead and setting the screw that noise was detected and blood was noted in the atrial port. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, grommet was damaged.